Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had pulled back which resulted in a failure to sense the atrium and rising/high thresholds. It was also noted the patient had an infection which necessitated the removal of the implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.